Event description:
It was reported that the sterile augment packaging was not sealed on one end. The package was not breached; it was never sealed. There was no delay in the case, no broken instruments, no adverse events. Doe: (B)(6) 2025, affected side: unknown knee.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, ¿it was reported that the sterile augment packaging was not sealed on one end. There was no delay in the case, no broken instruments, no adverse events¿. The attune pos fem aug sz 6 4mm (lot. M9130h) was not returned to medtech orthopaedics, however photos were provided for review. (B)(4) device package photo ad (B)(6) 2025". All available evidence and information was forwarded to the manufacturer for further investigation. Review of the photographic evidence revealed that the outer pouch of the dual pouch sterile barrier system was unsealed. No other defects that could have contributed to the reported event were observed. Based on the investigation performed by the manufacturer, the assignable cause of the reported complaint condition is human error categorized as an omission error. Additionally, it is worth noticing that the product is packaged in a pouch-in-pouch configuration where the outer pouch acts as a secondary sterile barrier while the inner pouch, the pouch which is in direct contact with the product, acts as the primary sterile barrier. The primary sterile barrier was maintained and was not breached, indicating that the product would be acceptable for use. The overall complaint was confirmed as the observed condition of the attune pos fem aug sz 6 4mm would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: nr was raised to address the reported complaint condition.